Event description:
The customer reported the system was mixing patient saved images. Also, it displayed grainy images. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was reformatted and software reloaded. The system was then found to be operating as intended.